Event description:
It is reported that a customer has issues keeping the transmitter connected to the insulin pump. The patient's blood glucose was at 475 mg/dl. The customer was assisted with the correct site and positioning of the sensor checking the transmitter for any sort of damage. The customer stated they had lost sensor alarms but did not want to trouble shoot the issue. The customer was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.